Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator shut down during patient treatment after the oxygen supply was disconnected from the wall outlet. There was no patient harm. Manufacturer's ref #: (B)(4).